Event description:
This is the second report of two from the same facility cross reference with MFR # 3006697299-2011-00034. An excel 23 khz cem nosecone (B)(4) was reported to be sticking which caused the cautery to activate continuously during a procedure. The unit was in use for approximately one hour when the problem occurred. The operating room staff tried pushing the nosecone button to deactivate the unit without success. No one was stepping on the foot pedal, and it was necessary to unplug the cautery from the forcefx - in order for it to stop. There was no harm to the pt. Additional clinical info has been requested.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.